Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial lead noises was observed through a remote merlin.net transmission. The patient was asymptomatic. Other electrical values were normal. The patient would be monitored.